Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 450 mg/dl. The insulin pump was motor position encoder error and motor error. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Pump alarm history contains both an motor position encoder error alarm and more than one motor error alarm within a 30 day period. The insulin pump was exposed to the insulin leaking from the reservoir. Customer reported that the drive support cap appeared normal. The troubleshooting was performed for the fluid exposure and pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with stuck motor error alarm loop during bolus delivery due to faulty force sensor resistor and e70 error alarm was not confirmed in the history file due to overwritten history file. The motor may have had an intermittent. The motor was tested outside the device and passed. Device passed the rewind, basic occlusion test, prime or a33 test and displacement test. Device was inspected and no moisture was found.